Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45 day follow up appointment, transesophageal echocardiography (tee) showed the closure device did not anchor to the posterior side of the appendage, but anchored well to the anterior side and septum. The closure device was noted to have watermelon seeded from the laa and was sitting attached to the septum bouncing on the anterior leaflet of the mitral valve. Percutaneous explantation was performed on (B)(6) 2021 under tee 3d imaging and fluoroscopy, and the closure device was successfully retrieved. The patient was discharged home the following day. It was further reported via media that the closure device remained attached to the posterior side of the laa ostium during this movement event.

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45 day follow up appointment, transesophageal echocardiography (tee) showed the closure device did not anchor to the posterior side of the appendage, but anchored well to the anterior side and septum. The closure device was noted to have watermelon seeded from the laa and was sitting attached to the septum bouncing on the anterior leaflet of the mitral valve. Percutaneous explantation was performed on (B)(6) 2021 under tee 3d imaging and fluoroscopy, and the closure device was successfully retrieved. The patient was discharged home the following day.